Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a smart touch bidirectional catheter. This catheter developed a break in the shaft in the mid segment during manipulation by the physician. The damage was at the top half of the catheter, tip side up. Wires were exposed. They changed to a new catheter and the procedure was completed without patient consequence. The catheter was not reshaped. It is not common practice for the physician to pre-shape the catheter curve. An agilis and sl1 8.5 french sheaths were used. This event is being reported because of the reported damage to the catheter.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on april 2, 2015 and noted the following returned catheter condition: shaft bent and wrinkled about 42 cm from the client tip. Shaft bent with broken braid wires exposed. Shaft bent, wrinkle with broken braid wire exposed. Very small amount of foreign material found on broken braid wire that was exposed with reddish brown material. Shaft bent wrinkled with white stress marks. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B)(4).

Manufacturer narrative:
. Additional information on the event was received on april 23, 2015. There was difficulty in maneuvering the catheter. This led to the physician inspecting the catheter and this is when he realized the catheter had a break. There was no difficulty in removing the catheter from the patient. (B)(4) it was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a smart touch bidirectional catheter. This catheter developed a break in the shaft in the mid segment during manipulation by the physician. The damage was at the top half of the catheter, tip side up. Wires were exposed. They changed to a new catheter and the procedure was completed without patient consequence. The catheter was not reshaped. It is not common practice for the physician to pre-shape the catheter curve. An agilis and sl1 8.5 french sheaths were used. Upon receipt, the catheter was visually inspected and it was found that shaft was bent and wrinkled with broken braid wires exposed about 42 cm from the client tip. Rupture point and stress marks look like it might have happened while bending and unbending the product. Further information received indicates that there was difficulty maneuvering the catheter which led the ep inspecting the catheter; this event might contribute to the broken shaft failure. However an internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue. Due to the exposed parts, an electrical, temperature and generator test were performed and the catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a fracture on the catheter shaft has been verified. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue.